Manufacturer narrative:
A customer from the united states alleged 23 result discrepancies with cobas® sars-cov-2 qualitative test for use on the cobas® 6800/8800 systems lot g08053. The samples were all initial presumptive positive results and repeated as negative for target 1 and target 2 or were invalid. No product problem was identified during the investigation performed. There was a single sample with a target 2 CT discrepancy that can likely be contributed to site or sample specific factors. The large majority of samples alleged by the customer were either near the lod of the test or invalid. Based on all of the information provided in the case it supports that the test is functioning as intended. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from the united states, alleged 23 result discrepancies with cobas® sars-cov-2 qualitative test for use on the cobas® 6800/8800 systems lot g08053. The samples were all initial presumptive positive results and repeated as negative for target 1 and target 2 or were invalid. The samples were tested between (B)(6) 2020 and (B)(6) 2020. Only 20 of the samples were valid upon retest, per FDA guidance, 20 mdrs will be filed for this case, one per alleged sample discrepancy. The swab type specific collection tube used for each individual sample is not available. Some of the repeated samples may or may not have been frozen. Although requested the raw data for all of the samples alleged could not be provided. Three of the 23 samples alleged, samples 1 through 3, were invalid upon repeat. The invalid results would not be considered negative results. There were no recollections due to the invalids for these samples. Nineteen of the 23 samples alleged, would not be considered discrepant as they generated CT¿s near the limit of detection (lod). Lod studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive. As stated in the method sheet, a sample at concentrations near or below the limit of detection of the test could be a potential cause of the presumptive positive results experienced by the customer. Only one of the samples alleged, sample 23, showed a discrepancy for target 2 between the initial and repeat test and is not considered an lod sample. Further review of the performance of the runs showed the controls performed in line with internal release data for both runs. The CT generated for target 2 of 35.65 in the first run would not be indicative of a sample near the lod of the test. Although unknown, sample or site specific factors like customer workflow could have caused the discrepancy alleged for sample 23. No product problem was identified during the investigation performed. Based on all of the information provided in the case it supports that the test is functioning as intended. The large majority of samples alleged by the customer were either near the lod of the test or invalid. The single sample, sample 23, target 2 CT discrepancy can likely be contributed to site or sample specific factors.